Event description:
The device involved in this MDR report was implanted in 2003 and explanted in 2006 because it could not be interrogated; in addition, no pacing pulses were delivered. It should be noted that this device was listed in group no.1 of the field safety notice issued in october 2005.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device was listed in the field safety notice which was issued in october 2005 related to metal migration on symphony/rhapsody devices (group no.1 of the exposed population).